Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04246. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy requiring urethral dilatation on (B)(6) 2009. It was reported the patient underwent a cystourethroscopy with bilateral retrograde pyelograms, release of mesh tension bilaterally, and cystocele repair on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary frequency and urgency.

Event description:
It was reported that following insertion the patient experienced dyspareunia, urinary frequency and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, difficulty emptying bladder, difficulty urinating, urinary tract infections, and bladder outlet obstruction.

Event description:
It was reported that following insertion the patient experienced incontinence, difficulty emptying bladder, difficulty urinating, urinary tract infections, and bladder outlet obstruction.